Event description:
It was reported that the bd luer-lok¿ tip syringe had no scale markings. The following information was provided by the initial reporter, translated from (B)(6): "the erased scale with a variable amplitude reduced reading comfort and risk of error".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evalution?:yes d.9. Returned to manufacturer on: 14-apr-2022 h.6. Investigation: three sealed samples of 10ml luer-lock eurographics syringes (p/n 300912) batch 1239261 were received and evaluated. Through visual inspection all sample have missing print on the major and minor graduation lines and bd logo. There are also several scuffs observed on each syringe which most likely caused the print scraping off from barrel. The condition observed is non-conforming per product specification. Potential root cause for the barrel damage and missing print defects is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ tip syringe had no scale markings. The following information was provided by the initial reporter, translated from french: "the erased scale with a variable amplitude reduced reading comfort and risk of error"